Event description:
It was reported that an air/gas leak occurred. A 2.1 iceforce cx 90 degree needle was selected for a renal cryosurgery. During preparation, bubbles were noticed from the device's shaft at the proximal end where the metal material connects to the handle. The needle was fully submerged during the integrity testing. There were no patient complications, and the case was completed with a different device of the same model.